Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced fluid leaking onto the floor. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that the model number was reported incorrectly. The count of events has been corrected to reflect this.

Event description:
This report summarizes 0 malfunction event, where it was reported the device experienced fluid leaking onto the floor. There was no patient involvement.